Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no disposable clamp tubing alarm. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for repair is not related to a past service. Visual evaluation of device found the downstream occlusion (dso) sensor and the upstream occlusion (uso) sensor seal were contaminated. Event history log found power lost while pump was on and no disposable alarm. The primary problem was replicated. The most probable was dso contamination. Replaced the dso sensor. Device passed all functional tests after the repair.